Manufacturer narrative:
While a definitive root cause cannot be established, the probable root cause is attributed to improper customer set up. The issue was resolved after the customer adjusted the image using the hand controls.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The surgeon was able to adjust the hand controls to align the image with the scope angle selection, allowing the procedure to resume. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a scope flip issue. The surgeon was able to adjust the hand controls to align the image with the scope angle selection, allowing the procedure to resume. The customer reported event has no report of patient injury.